Event description:
It was reported that the patient received a patient notification for high, out of range high voltage lead impedance. Noise was seen during isometric testing. The svc coil was programmed off and successful dft testing was performed. The lead remains implanted and the patient will be monitored.